Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. A system check was performed and the occlusion appeared to be within the cartridge. The customer was to change the supplies on the pump and resume insulin delivery. The customer's blood glucose (bg) level was 462 mg/dl and after an insulin injection, it dropped to 55 mg/dl. The bg was at target level at the time tandem technical support was contacted.